Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 490 mg/dl at the time of incident. The customer's blood glucose when admitted to hospital was 444 mg/dl. Customer¿s other blood glucose levels were 448 mg/dl, 525 mg/dl, 490 mg/dl, 191 mg/dl. Customer experienced symptoms such as vomiting. The customer was treated with insulin pump in the hospital. The customer was wearing the insulin pump during the hospitalization. Customer states auto mode feature was not active. Customer declined troubleshooting. The insulin pump will not be returned for analysis.